Manufacturer narrative:
E1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva tpn bag leaked from the middle separation of the two chambers. The leak was observed when the product was mixed in the ICU prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported leak. Functional leak testing was performed, and a leak from the administration spike port bonding area was observed. The reported condition was verified. The cause of the leak could not be determined; however, may be due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.